Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lightheadedness and a syncopal episode. The right atrial (ra) lead had dislodged and was inappropriately pacing / sensing in the ventricle. The lead was inactivated and lead revision is planned in the future. No further patient complications have been reported as a result of this event.